Event description:
Event description guidant received information that this sub q array may have fractures on two coils. An x-ray taken one month post implantation and another one month ago suggest fractures. The appearance of the x-rays and the impedance measurements have remained stable.